Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 april 2025,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received a sensor replacement alert on 7 jan 026, day 26 after insertion. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) for the return of the sensor. A review of the raw sensor data revealed optical instability and intermittent communication issues. However, these issued could not be reproduced during in-house testing, which may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. As a result of the instability, a glucose suspend was triggered and remained for over an hour, ultimately leading to the system asserting a sensor replacement alert. The user was offered a sensor replacement as a resolution. B4.date of this report 06 july 2025. G3.date received by the manufacturer? 6 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.